Manufacturer narrative:
This report is for an unk - plates: arch laminoplasty plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wang, z.c. Et al (2020), application of laminoplasty combined with arch plate in the treatment of lumbar intraspinal tumors, orthopaedic surgery, vol. 12 (6), pages 1589¿1596 (china). The aim of this retrospective study is to investigate: (I) the bone fusion of replanted spinous process-lamina complex; (ii) the potential influencing factors of bone fusion; and (iii) the clinical effect after laminoplasty combined with arch plate fixation. Between june 2017 to january 2019, 24 patients (7 male and 17 female; 33 segments) with a mean age of 40 ± 16 years who underwent laminoplasty combined with arch plate internal fixation (johnson & johnson inc. America) were included in the study. The mean follow-up period was unknown. The following complications were reported as follows: 10/33 segments had "segmental partial fusion". 23/33 segments had "segmental complete fusion". 7 patients (2 cases of single segment and 5 cases of two segments) did not achieve "complete fusion". This report is for an unknown synthes arch laminoplasty plate and unknown synthes arch laminoplasty screws. This report is for one (1) unk - plates: arch laminoplasty plate. This is report 2 of 2 for complaint (B)(4).